Event description:
The patient reported that their catheter broke or cracked about 2.5 years ago. No patient symptoms, interventions, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).